Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. There was no reported adverse impact to the customer¿s blood glucose level. System check was being performed by tandem technical support, however, the customer declined to complete the check. Reportedly, the customer reverted to an alternate method of insulin delivery.